Event description:
It was reported that the patient underwent spinal cord stimulator (scs) explant procedure due to inadequate stimulation. All explanted device components were not returned.

Manufacturer narrative:
Block b3- approximated based on the date of explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: (B)(6).